Event description:
The complainant reported a 65 year old male patient presenting for impella support. One day after implant, it was noted that the patient experienced hemolysis due to poor positioning of the pump. Haptoglobin was administered to treat the hemolysis and patient support continued with no replacement parts required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.